Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly, harm was reported, and there was no reported allegation of a device malfunction. The customer reported a blood glucose value of 571 mg/dl. The customer reported hyperglycemia, confusion/disorientation, malaise, cramp(s)/muscle spasm(s), heartburn treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), and ems/ambulance/ER visit. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-386a, mmt-1884, and mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucoses. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-386a. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. The customer will discontinue to use of the insulin pump.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 sections with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly, harm was reported, and there was no reported allegation of a device malfunction. The customer reported a blood glucose value of 571 mg/dl. The customer reported hyperglycemia, confusion/disorientation, malaise, cramp(s)/muscle spasm(s), heartburn treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), and ems/ambulance/ER visit. Troubleshooting was identified. The event involved products mmt-386a, mmt-1884, and mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event no further patient complications were reported. The customer will continue to use the devices, no product return is required for mmt-386a. Mmt-1884 was requested and the customer responded that the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches.successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink.in further full review of the pump history/traces on the (primary) event date of 14-apr-2024 and event date of 12-apr-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 14-apr-2024 and event date of 12-apr-2024 listed on smartsolve due to insufficient data in the trace/history files the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the (primary) event date of 14-apr-2024 and event date of 12-apr-2024 in the formatted history file. Sensorerroralert (801) was recorded and found in the formatted history file on: 04/11/2024 20:01:19.000, 04/11/2024 22:01:20.000, 04/12/2024 00:06:20.000, 04/12/2024 02:06:21.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 04/11/2024 15:11:13.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿.the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing.the pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection.the pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.